Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. The pipeline eventually released from the capture coil with some manipulation; however, it did not fully open and the entire system was removed from the patient. A new pipeline was implanted in the patient to complete the procedure also with some difficulty releasing form the capture coil. No injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00255.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).